Manufacturer narrative:
The reported event of ineffective stimulation was confirmed. Both leads were returned complete with severe twiddling near the terminal end segments. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken around the twiddling. The fracture wires are consistent with overstress condition that leads may have been subjected to while in vivo. However, no migration could be confirmed.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-01702. It was reported the patient had ineffective stimulation on their cervical system due to one lead migrating and one had zero impedances. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Corrected data initial reporter updated with new physician information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein both leads were explanted and replaced with a paddle lead. Post-operatively, stimulation therapy was restored.